Event description:
When inserting the mesh into the abdomen, one of the pieces came off of the mesh and the surgeon had to retrieve it. Additional incision created. The piece is designed to come apart from the mesh, but not until the surgeon manipulates it to do so. Case was completed as scheduled.